Event description:
New information received noted that the right ventricular lead was explanted at an unknown date. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-09220 new information received notes that x-ray results revealed both atrial and right ventricular leads were dislodged. Both leads were repositioned on 8 jul 2020. Physician noted right ventricular lead exhibited lack of lead slack and increased capture threshold during the procedure. Patient is suspected to have twiddled the devices. Patient condition after the procedure was stable.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with inappropriate ventricular capture by the atrial lead. Physician suspected lead dislodgement, so an x-ray was performed. No results were made available yet and no intervention was performed. Patient condition after the event was stable.